Event description:
It was reported the console was malfunctioning and displayed an error message to replace the two fibers being used. The procedure was unable to be completed as the error messages were unable to be cleared without clinical consequences to the patient.